Event description:
No image.

Manufacturer narrative:
The subject device referenced in this report was returned to olympus for eval. The eval was able to confirm the user's report of image difficulty. The image was found to be flickering and had a breakdown after some time of operation. The image difficulty was isolated to a damaged cable-unit, which was at the end of the expected life. The light guide fibres at the distal end were found partially damaged which is to be associated to rough handling. It cannot be concluded whether or not, this was contributed to the user's experience of image loss. The device was serviced and returned to the user facility. There has been no info provided that the defect occurred during the procedure and a pt has been put at risk. However, it cannot be excluded. This report is being submitted as a medical device report in an abundance of caution.